Manufacturer narrative:
.

Event description:
The MFR's rep reported that the pt experienced a recent fall from his wheelchair and noted a pump low reservoir alarm and a loss of efficacy. Further info reveals that the pt had previously had the pump reprogrammed with an increased dose in 2006. Due to the increased dosing schedule, the pt was unaware of the need for an earlier refill date and subsequently missed a pump refill causing the pump to alarm. The pt was reported to be"fine" and the pump was "working well".

Manufacturer narrative:
(B)(4).